Event description:
Hospital advised that the pccu staff set up a pump awaiting a critically ill patient. When the patient arrived the pump was started and two channels allarmed malfunction. Nursing then obtained a second 4 channel pump and the same thing occurred. The patient's blood pressure could not be sustained and he required CPR and other life saving measures.